Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The spraycoat pattern is normal for this type of product. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it is reported vacutainer has a yellow additive that appears "different". Verbiage received, - "I can¿t remember if I have received a response about this or not so I am sending it again just in case. Have you received any complaints about any 6 ml k2edta stating the yellow additive looks different from usual."

Manufacturer narrative:
The following fields have been updated due to corrections. The report was deemed not reportable due to the products reported on were determined not to be bd devices.MDR ownership: MFR report #: 1917413-2021-00152.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it is reported vacutainer has a yellow additive that appears "different". Verbaige received: "I can¿t remember if I have received a response about this or not so I am sending it again just in case. Have you received any complaints about any 6 ml k2edta stating the yellow additive looks different from usual. I have attached the picture for your reference."